Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during procedure. It was reported that a dissection occurred when the 3.5x28 xience v stent was implanted in the distal right coronary artery (rca). A second xience v stent was used to treat the dissection. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.